Event description:
The patient had a superior neck that measured '30mm diamter at the level of the lowest renal artery. The aorta to '22mm diameter for 2cm of length before becoming aneurysmal. The physician chose to proceed with endovascular repair to treat the common iliac arteries. Access was attempted via the left common iliac artery. The vessel was significantly calcified and ruptured upon sheath insertion. An attempted conduit approach was unsuccessful. The graft was never opened and the patient was converted to open surgical repair.